Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This report covers 1 of 2 MDR submissions. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. The customer reported that they were sent "either recalled or defective devices that do not work at all causing false readings and medical emergency." The devices give "too low as well as too high products recalled but when they send me a replacement it too is defective and gives false readings. Abbott sends the same device as a replacement, but it is the same that is on recall." There was no report of third-party treatment involved with the reported issues. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.